Event description:
During the transfemoral tavr procedure, post deployment of a 23mm sapien xt valve, moderate paravalvular leak (pvl) was noted. Post operative day (pod) 2, the patient was returned to the catheterization lab and the xt valve was post dilated. During the procedure, the xt valve was prepared with nominal volume (17cc). Following balloon aortic valvuloplasty (bav), the xt valve was positioned 70:30 aortic/ventricular (a/v) and deployed 60:40 a/v, resulting in moderate pvl. It was noted that the atrion syringe was not completely ¿bottomed out¿; therefore, the valve appeared to be somewhat under-deployed. After much discussion, the decision was made not to post dilate the valve and monitor the patient. The patient remained hemodynamically stable throughout the procedure. The patient was extubated in the room and transferred to cicu in stable condition. The evening of the procedure, the patient was reintubated with flash pulmonary edema secondary to the moderate-severe pvl. She remained stable overnight and was extubated pod1. Her sats were in the low 80%¿s and she looked slightly better with maximum medical therapy. Late pod1, the decision was made that the valve needed to be fully dilated. Pod2, the patient was brought back to the catheterization lab and a bard true balloon was used to dilate the valve to nominal size. Transthoracic echocardiogram (tte) indicated trace to no pvl. The patient was returned to cicu for post op management. It was perceived that the under inflation of the valve and subsequent moderate pvl was caused by the atrion device not being completely emptied. No device malfunction was reported. The annulus measured 20mm by transesophageal echocardiogram (tee) and 19.7mm x 22.2mm by CT (valve area of 340.5mm2). Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification were reported.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the atrion was not fully emptied, causing under-inflation of the valve. This under inflation resulted in pvl requiring post dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.